Event description:
A user facility reported to olympus, the evis lucera elite bronchovideoscope exhibited e216 scope communication error. Upon inspection and testing of the customer returned device, the scope exhibited b30 scope communication error due to faulty charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing upon evaluation of the returned device, b30 scope communication error due to faulty charged coupled device (ccd) was observed. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error likely occurred by the following mechanism: a) failure of the charge-coupled device (ccd) and/or scope connector internal circuit board was caused by device handling (earth wire of system was not connected; inserting/withdrawing of scope connector while power of system was on; dirt and/or fluid adhered to scope connector contacts). B) obstructed movement of ccd-cable in bending section caused misalign/kink/breakage of ccd-cable. C) failure of the system. The event can be prevented by following the instructions for use which state: "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.